Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and two watchman laa closure device & delivery systems (wds) were used. A 27mm device was first deployed and a full recapture was done due to a prominent mitral shoulder. A 24mm device was then successfully implanted without partial or full recapture. One day post procedure. The patient experienced a pericardial effusion requiring a tap of 400cc fluids. The patient remained stable and has been discharged home.